Event description:
It was reported that during an implant procedure, the lead was prepared to enter coronary sinus vein, while trying to load the guide wire into the lead, the guide wire poke out of the s-bend and insulation of the lead got damaged. The physician elected to use and implant a new lead instead. The patient was stable throughout the procedure.

Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead was prepared to enter coronary sinus vein, while trying to load the guide wire into the lv lead, the guide wire poke out of the s-bend and insulation of the lv lead got damaged. The physician elected to use and implant a new lead instead. The patient was stable throughout the procedure.

Manufacturer narrative:
The b5 was updated to specify the lead is left ventricle lead.

Manufacturer narrative:
The reported event of ¿the wire poke out of the s bend and insulation got damaged¿ was confirmed. As received, a complete lead was returned in one piece. A visual inspection analysis noted the lead body insulation was perforated/ damaged and x-ray examination found the inner coil was offset at the s-curve region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.